Manufacturer narrative:
Batch record review: a review of the lot file for b310 was performed and there were no nonconformances associated with this lot at the time of the event. This lot met all release requirements. A review of complaints received for lot b310 was performed. There was 1 complaint reported for pressure dome leaks to date for this lot at the time of the event. The assessment is based on info available to at the time of the investigation. No product was returned by the customer for investigation. The root cause cannot be determined based solely on the info provided by the customer. (B)(4).

Event description:
The customer reported a pressure dome leak that occurred during a treatment procedure. Customer called in to report that they had a system pressure dome blood leak during their treatment procedure. Customer stated that they were approx 250ml into the treatment. Customer aborted the procedure and did not return any blood/blood products to the pt. Customer has therakos trained biomed for the clean up and repair of the instrument.